Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer began using purewick male external catheter and stated that they have had a couple of deep tissue injuries but otherwise seem to be working. Also customer asked how often was the male purewick supposed to be changed and bd representative advised using 24 hours. It was unknown if the device contributed to the deep tissue injuries at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection, materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: do not use on irritated or compromised skin. To avoid potential skin injury, never pull the device directly away from the patient. Always peel in the direction from head to foot. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the device. Experiencing skin irritation or breakdown at the site. Always assess skin for compromise and perform perineal care prior to placement of a new device. Recommendations: perform each step with clean technique. Ensure the device remains connected after turning the patient, monitoring for pulling and tension on the device. Remove the device prior to ambulation. Assess device placement and patient¿s skin at least every 2 hours. Change suction tubing per hospital protocol or at least every thirty (30) days. Maintenance: 6. Replace the device at least every 24 hours or if soiled with feces, blood, or semen." Correction: g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer began using purewick male external catheter and stated that they have had a couple of deep tissue injuries but otherwise seem to be working. Also customer asked how often was the male purewick supposed to be changed and bd representative advised using 24 hours. It was unknown if the device contributed to the deep tissue injuries at this time and medical intervention was unknown.